Event description:
It was reported that during a functional endoscopic sinus surgery (fess), the microdebrider cutter attachment began leaking, causing saline to leak out of the cutter release button. The procedure was completed using this same equipment, without causing a clinically significant delay in the procedure. There was no user or pt injury reported, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and the quality investigation is still ongoing. A f/u report will be submitted if the investigation requires.